Event description:
The patient was having headaches. Exploratory surgery was done and there were no problems found with the pump or catheter. The device system was delivering baclofen. The hcp (healthcare professional) later reported that the cause of the headaches was unknown. No trouble shooting was done. The event was not attributed to the pump, catheter, programmer, or drug effects. The patient outcome was reported as ¿unknown¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information later received reported that the patent was doing well after surgery.